Event description:
Information received alleged that the rear caster on viking will not stay tight and has ovaled the fork. No injury reported.

Manufacturer narrative:
Replacement parts shipped to facility and have been installed. Lift is back in service.